Manufacturer narrative:
An unopened sample of product code v32h, was returned for analysis. During the visual inspection of sample, no defects were found on the package. However, it was observed that the expiration date and lot number was missing from labeling on foil. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
Pc-(B)(4). There was no sample received for analysis. Only a picture of the sample was sent. Upon visual inspection of the picture, a vicryl sample without the lot number at the tap of the foil could be observed. Additional information was requested and the following was obtained: 1. Pleas clarify the issue with the use by date (ubd)? Ubd was not marked on the product. 2. Was the product expired? No. 3. Was there conflicting information regarding the expiration date? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Pleas clarify the issue with the use by date (ubd)? Was the product expired? Was there conflicting information regarding the expiration date? Within the attachment of the complaint were pictures of ethibond sutures from product code w10b52. Was there any quality issue associated with w10b52? If so, please provide details.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that the ubd on the device was not marked. There were no adverse patient consequences reported. Additional information has been requested.